Event description:
It was reported that the device was used during a laparoscopic gastric bypass. The clip deployed properly but the reload is very slow and not loading next clip. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the er420 instrument was returned in good visual condition. The instrument was cycled and formed the remaining clips within manufacturing requirements when tested. The device slow fed the clips during analysis due to the viscous silicone, the silicone utilized to seal the instrument had become viscous thus slowing the feeding mechanism. However, this condition does not cause any functional issue. The instrument was fully functional. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.